Manufacturer narrative:
The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 09/26/2018. Corrected h4 manufacture date: 09/27/2018. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. The correction of d4 catalog # and unique identifier (UDI) # deems required. This is based on the internal evaluation. Previous d4 catalog # ardvst229029a. Corrected d4 catalog # blank. Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). The correction of d1 brand name deems required. This is based on the internal evaluation. Previous d1 brand name volista standop 600 / 400. Corrected d1 brand name standop volista®. Getinge became aware of an issue with one of surgical lights ¿ volista standop. It was stated the plate protecting the mechanism falls out and the plastic cover chipped. Based on photographic evidence the dust cover detached on one side from the spring arm and the cover on spring arm next to mounting of dust cover was chipped. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination or serious injury. Defective parts (ard367501900- spring arm 567502286 rear cover-ral9016, ard367827555 ) were replaced and device returned to usage. Based on the information collected, it was established that when the event occurred, the surgical lights did not meet its specification, since spring arm metal cover detachment could be considered as technical deficiencies, and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. According to subject matter expert at manufacturer¿s, the most probable root causes are : non-conformity of the metal covers assembly. Degradation of the metal covers. Improper use (collision with another device) maquet sas analysis shows that the metal strip comes out of the covers when it is not clipped properly. In the scope of our continuous improvement policy, maquet sas initiated a modification file (e131106) to include this dust cover fitting procedure in the technical documentations with all spring arms. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 14th november, 2023 getinge became aware of an issue with one of surgical lights ¿ volista standop. It was stated the plate protecting the mechanism falls out and the plastic cover chipped. Based on photographic evidence the dust cover detached on one side from the spring arm and the cover on spring arm next to mounting of dust cover was chipped. We decided to report the issue in abundance of caution as any part or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The initial reporter was the senior inspector from the medical equipment department. Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.